Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that an unspecified bolus delivery issue occurred. Subsequently, the pump powered down and an undefined malfunction alarm occurred. Customer was taken to the emergency room two days later, and ultimately admitted into the intensive care unit (ICU) due to an elevated blood glucose level that ranged from 547-548 mg/dl. Customer was treated with intravenous saline and insulin, and was released from the hospital on (B)(6) 2021 with no permanent damage. Reportedly, the customer reverted to manual injections for insulin therapy.